Event description:
Mold found on expiratory module of the advanced breathing system of ge's aisys cs2 anesthesia machine on may 7th, 2025. During the subsequent inspection of all 54 machines in the facility, six units were found to have mold. Reference reports: mw5170492, mw5170493, mw5170494, mw5170496, mw5170497.